Event description:
It was discovered that the 3rd and 4th pins are darkened on the base and the device. There was also some melting on the devices plastic. A request was made for the return of the suspect device and replacement product was sent.